Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01545. It was reported that the patient presented for a generator change out procedure due to normal battery depletion. Prior to procedure, high capture threshold was noted on the atrial lead. Also, during defibrillation threshold testing, the right ventricular lead only shocked on the third attempt, possibly because it shorted out. The leads were capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that only the connector portion of the lead was returned in one piece measuring 26.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.